Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (monitor "popped", won't power up) has been confirmed. Upon eval the monitor was resetting and wouldn't power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor made a popping sound and then would not power up. The pt was issued a replacement monitor.